Event description:
The pump alarm had extremely low volume. Pt was instructed to put the pump into suspend and to force a no prime alarm. Pt said that no beeps were audible with visible alarms on screen.